Event description:
It was reported during a routine office visit that this pacemaker device was found in safety mode. The patient was admitted to the hospital. The following day surgical intervention was performed to remove the device. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. This device was returned, and analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no anomalies. A memory download could not be performed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings

Event description:
It was reported during a routine office visit that this pacemaker device was found in safety mode. The patient was admitted to the hospital. The following day surgical intervention was performed to remove the device. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.